Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon fired two black reloads to start to the sleeve on the stomach. Fired third firing which was a green load and noticed bleeding and then noticed stomach on patient side of cut line had no staples in it. The specimen side was stapled and staples looked to have formed properly. The staples were identified still in the cartridge. Another load was inserted in stapler and surgeon had room on the sleeve to get inside the previous cut line and staple the stomach closed and finished the sleeve in the usual manner. The surgeon had to fix the open area on stomach by stapling proximal to the open area of stomach. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Batch # m54n16. Result: the analysis found that one gst60g cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired and the left side was partially fired 1/5. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. A batch record review was performed and no anomalies were found during the manufacturing process.